Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data log review confirmed the reported failure mode. The console was returned to field service for further investigation. The reported complaint could not be reproduced, even after the console was power cycled and operated with the pump and purge cassette for a couple of hours. Communication between the power battery manager (pbm) and the batteries was monitored, revealing no issues. Additionally, a visual inspection of the internal circuitry showed no abnormalities. Root cause: the root cause of the "battery level low" alarm was most likely an erroneous trigger of the invalid data sample in the smbus communication between the pbm and the batteries. However, the specific component responsible was not determined. Product history review summary: there were 1 other complaint discovered when reviewing the product history of console ic9997, which is related to the reported issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d1. Upon review, the brand name has been updated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient with was implanted with an impella 5.5 as a bridge to transplant for mechanical circulatory support. The complainant reported that impella automated impella controller (aic) after unplugging from wall power the battery immediately dropped to 50% and then popped back up to 100% once plugged back in. The aic was exchanged. That aic also had similar issue , and was exchanged with 3rd aic without any issue. There was no harm to the patient.